Event description:
According to the reporter: the stapler did not fire precisely. Only a partial firing occurred. The surgeon opened and used another stapler over the staple line to correct the issue without any problems. Unanticipated tissue loss occurred due to the product problem.

Manufacturer narrative:
(B)(4).